Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to a missing electrode. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. No broken or missing parts were observed during analysis.